Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: pre-implant computed tomography (CT) images were provided. Possible left atrial appendage thrombus vs. Inadequate contrast filling noted. 65% cardiac phase used for all chest measurements due to no systolic phases provided - please note, a systolic phase may yield a larger aortic annulus measurement. Aortic root angulation is 61 degrees. Patient has an annular perimeter of 92.7 millimeter (mm) and perimeter derived diameter of 29.5 mm suggesting a 34 mm evolut. The mean sinus of valsalva (sov) diameter measures 39.2 mm which meets the recommended range for a 34 mm evolut. Calcium seen in aortic (ao) annulus under left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). The sinus and coronary heights are within the recommended ranges. There is calcification seen in the proximal left common artery (lca) and right common artery (rca). Minimal calcification seen in ao annulus. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: upon review of the information provided, the primary event of valve dislodgement into the left ventricle (lv) resulting in surgical conversion and implant of a surgical valve and explant of the evolut r valve, is assessed as likely related to the evolut r valve. Of note, per the image review report, the patient did have calcium seen in ao annulus under lcc extending into the lvot and in the proximal lca and rca. Also of note, the patient had a conical profile of the native valve. Upon review of the information provided, the secondary event of cardiovascular failure requiring extracorporeal membrane oxygenation (ECMO) post surgical conversion (unable to wean off heart/lung machine) resulting in death, is assessed as unlikely related to the evolut r valve. It was reported that the patient had pre-existing poor left ventricle function and coronary bypass surgery was performed prior to the valve implant. It was noted that the patient had provided a document refusing life extension treatment. Per the physician, the valve can be excluded as a contributing cause to the patient¿s death. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valve. The reported harms and severities are documented in the risk files and inst ructions for use (IFU). No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. As reported per the physician, the patient's low degree of calcification of the aortic valve in combination with the conical profile of the valve led to the dislodgment of the valve. Dislodge events are typically not related to a device malfunction. In this case, the valve was successfully explanted and a surgical valve was implanted. There was difficulty weaning the patient off the heart-lung machine therefore ECMO was set up. The following day the patient died. The cause of death was reported as cardiovascular failure. It is unknown if an autopsy was performed. No allegations were made relating the valve or its function to the death. Per the physician, the valve can be excluded as a contributing cause to the patient¿s death. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the cause of death was cardiovascular failure. Per the physician, the valve can be excluded as a contributing cause to the patient¿s death. It was reported that the patient had pre-existing poor left ventricle function and coronary bypass surgery was performed prior to the valve implant. It was noted that the patient had provided a document refusing life extension treatment.

Manufacturer narrative:
Continuation of d10:  product ID envpro-16; product type: 0195-heart valves; product ID ls-enveor-34-us; product type: 0195-heart valves; product ID 26 mm vacs ii balloon; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a mean annulus measuring 28 mm, a pre-implant dilation was performed using a 26 mm non-medtronic (vacs ii) balloon. The valve was implanted at an adequate height, and released from the delivery catheter system (dcs). The valve dislodged into the left ventricle. The procedure was converted to open heart surgery, and the valve was explanted. 19 hours following the explant, the patient remained on extracorporeal membrane oxygenation (ECMO) support in the intensive care unit (ICU). No additional adverse patient effects were reported.

Event description:
Additional information was received that during the implant of the valve, per the physician, the patient's low degree of calcification of the aortic valve in combination with the conical profile of the valve led to the dislodgment of the valve. The valve was successfully explanted and a surgical valve was implanted. There was difficulty weaning the patient off the heart-lung machine therefore extracorporeal membrane oxygenation (ECMO) was set up. The following day the patient died. The cause of death was not reported.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event and date of death b5 - event description h1 - type of reportable event additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.